Event description:
The patient underwent a zero-p removal revision surgery due to a possible non-union and a screw backing out. This was indicated by films taken. The original implant surgery was performed by a different surgeon on an unknown date. The revision surgeon removed a third party plate from the c4 to c7 segment and removed the zero-p device at level c3 and 4. The surgeon repeated the same fusion, re-plating, and allograft at the c3 and 4 level with a vectra plate as well as a posterior spinous process fusion of c3 and 4 using onlay graft and cable supplementation. There was no reported harm to the patient. The procedure was successfully completed. The zero-p implant was discarded, no part or lot numbers were documented. The revision was at c3 and 4 only. The zero-p was removed at c3 and 4 and the void replaced with bone graft and plated with vectra. The surgeon removed the third party manufactured plate at c4 to c7 prior to the removal of the zero-p implant. The segment from c4 to c7 had successfully fused. This report is for the unknown screw that backed out. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment not diagnosis. Investigation could not be completed and no conclusion could be drawn, as no device was returned and no part number or lot number was provided. Placeholder.